Event description:
Customer reportedly rec'd results of 13 mg/dl and 72 mg/dl within 10 mins on the advantage sys. No action was taken based on device results. No adverse event reported. No quality controls used. Requested return of suspect device and replacement was sent.